Event description:
Customer reported that due to not receiving a replacement freestyle freedom lite blood glucose meter she has been in and out of the hospital repeatedly during the month of (B) (6) 2010 and was most recently transported to the hospital on (B) (6) 2010. It was further reported that on (B) (6) 2010, because of the most recent delivery problem she was unable to test her blood glucose and subsequently experienced vomiting, weakness and was feeling very sick. Paramedics were called, checked her glucose on an unknown brand of meter and received a result of 498 mg/dl. Customer was put on oxygen and transported to a local healthcare facility. At the hospital customer was diagnosed with hyperglycemia and given an intravenous infusion of unknown type. Customer refused further medical treatment and left the hospital against medical advice, due to wanting to attend a family member's funeral.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken. It should be noted: (B) (6) has made four deliveries to this customer, leaving the packages at the door each time. There is no information regarding device manufacture date, hence the date listed in is the date adc became aware of the event.